Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead was extracted and replaced. During rv lead revision the right atrium (ra) lead was dislodged. The doctor was concerned there may be tissue on the ra lead impeding fixation and chose to explant and replace. No further patient complications were reported as a result of this event.